Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ('just had a partial hysterectomy 2 days ago') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required) and experienced adenomyosis ("adenomyosis"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the hysterectomy and adenomyosis outcome was unknown. The reporter considered adenomyosis and hysterectomy to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: hysterectomy. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added event: adenomyosis were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ('just had a partial hysterectomy 2 days ago') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the hysterectomy outcome was unknown. The reporter considered hysterectomy to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: hysterectomy. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.